Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-03263. Additional information provided the patient underwent scs system revision due to lead malfunctioned and high impedances.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03263. It was reported the patient underwent scs system revision to remove old system. As a result, the ipg and lead was explanted and replaced.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03263. Additional information provided the patient¿s ipg was electively replaced.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03263.